Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level ranged from 400-500 (mg/dl) and ketone level was large; cause was unknown. Ketone level was considered as life threatening by a healthcare provider. A manual injection was administered to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.